Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a synchronization failure occurred due to a database operation error during data upload from the medstation to the production server, was resulting in a mismatch of transaction records. A technical support specialist reviewed sync logs, verified transaction timestamps, followed ka (retry mode troubleshooting and skip instructions) to monitor for purged data, and confirmed with the user that the issue had resolved and retention period and purge data full sync to resolve. The system functioned as intended after the technical support specialist troubleshot the device. D4: unique device identifier not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system device upload stopped and device in retry mode. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.